Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has a kink at 14mm from the tip while in the neutral position (between ring 1 and 2). In addition the ring #1 and #2 have broken adhesive and the ring #2 has fluids under it. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The right and left curves are not placed in the template shaded areas, the device failed the dimensional test. The handle was opened, and no issues were detected in that section. The device was dissected and the guide coil was inspected finding no issues on it. The distal section was dissected finding the center support broken at 14 mm from the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2015. It was reported that a shaft kink occurred. During and ablation treatment procedure with the intellatip mifi¿ xp temperature ablation catheter, the proximal edge of the 1st electrode was kinked. The physician attempted to fix the catheter, but failed to fix the kinked part to its original form. The procedure was completed with a different device. No patient complications were reported and the patient status is good. However, analysis revealed broken adhesive and fluids under the electrode adhesive.